Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design facility in (B)(4). Review of the device logs confirmed the occurrences of system faults (sf180, sf182) indicating battery issues in the device. Performance tests were not able to reproduce the reported battery faults. The investigation determined that the device faults were most likely due to an oversensitive software detection issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
Resmed has requested the device be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm after a power failure event. There was no patient injury reported as a result of this incident.